Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure because a wrong size iol had been implanted in the patient''s left eye. The iol was replaced with another zmb00 lens (serial number (B)(4)). There was no incision enlargement or vitrectomy performed, and there were no patient complications. It was noted that after the procedure, the patient''s vision was better, but the patient still experienced blurriness. No further information has been provided.

Manufacturer narrative:
(B)(6): explant of an intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.